Manufacturer narrative:
On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery in a young man ((B)(6)) occurred 2 years and 8 months after primary total hip arthroplasty. Radiographic image provided shows the presence of a varus and slightly undersized stem. The reason of this choice may be due to patient's anatomy that cannot be clearly assessed having only a single projection x-ray. It is not clear if the slight undersizing may have contributed to loosening because of possible insufficient primary stability. Aseptic loosening is a possible adverse event following tha and causes are often undetermined. A final determination of the main cause for failure cannot be made. Batch review performed on 12 june 2017. (B)(4).

Event description:
The patient came in complaining of pain. The patient had a potted stem. The surgeon is unsure how the stem became potted. The surgeon revised the stem, head and liner. The surgery was completed successfully. Explants are not available, x-rays are available.